Event description:
Reporter stated that customer received the following results on mobile system 1 within 8 minutes: 7:57 am 391 mg/dl 7:58 am 109 mg/dl 7:58 am 195 mg/dl 7:59 am 113 mg/dl 8:00 am 510 mg/dl 8:01 am 201 mg/dl 8:01 am 192 mg/dl 8:05 am 50 mg/dl reporter stated that customer received 3 results between 80 mg/dl and 100 mg/dl on mobile system 2 "right after the other results." No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. (B)(4).